Manufacturer narrative:
The insulin pump was received with intermittent button response and a button error alarm due to corroded keypad traces. No moisture damage was found on the lcd board, motherboard, interface board, rf board, motor, vibrator, and battery tube assembly during visual inspection. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call that her insulin pump alarmed with a button error and that she sees condensation under the screen around the edges. The patient's blood glucose at the time of incident was 322 mg/dl. The customer went to the pool earlier that day and got a little water on the pump. Troubleshooting was initiated for the button error alarm, and the customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.